Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose level 230-250 mg/dl. The customer changed out the site and administered a manual injection. During troubleshooting with tandem technical support, it was identified that the customer had used the cartridge for seven days.